Event description:
The device was used during a lavh procedure. Reportedly, the instrument was difficult to open and close. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
1/28/1997-supplemental report #1 submitted to FDA.